Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia repair (ventral incisional) in 2010. Concurrent conditions included anemia since (B)(6) 2011, hypothyroidism since 2012, iron deficiency since 2014, kidney stones since 2010, seizure since 2014, vitamin b complex deficiency since 2012, acute pyelonephritis, afferent loop syndrome, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included estradiol, obetrol (adderall), oxcarbazepine (trileptal) and phenazepam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 3 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("body aches"), pelvic pain ("pelvic pain") and uterine pain ("uterine pain"). On (B)(6) 2011, the patient experienced dyspepsia ("digestive condition") and gastrointestinal disorder ("gastrointestinal condition"). On (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric condition"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), hot flush ("hot flasher were so bad"), diarrhoea ("diarrhea"), raynaud's phenomenon ("raynaud¿s"), hyperthyroidism ("hyperthyroidism"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), mood swings ("mood swings"), amnesia ("memory loss"), cystitis ("bladder infections"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), malnutrition ("malnutrition"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating") and hypoglycaemia ("hypoglycemia"). The patient was treated with escitalopram oxalate (lexapro), hydrocodone, levothyroxine sodium (synthroid), surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, autoimmune disorder, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal discharge, hot flush, pain, pelvic pain and uterine pain had resolved, the vaginal haemorrhage, diarrhoea, hormone level abnormal, mood swings, amnesia, headache, nervous system disorder, mental disorder, anxiety, depression, abdominal distension, dyspepsia and gastrointestinal disorder outcome was unknown and the raynaud's phenomenon, hyperthyroidism, fatigue, cystitis, nausea, malnutrition and hypoglycaemia was resolving. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hot flush, hyperthyroidism, hypoglycaemia, malnutrition, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, nausea, nervous system disorder, pain, pelvic pain, raynaud's phenomenon, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: sometime in 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. I haven't had a single symptoms that I had prior too. Now just healing from surgery. Went on hormone patch a week after surgery because the hot flasher were so bad, but those are now gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain, nausea, vomiting and menorrhagia." Most recent follow-up information incorporated above includes: on 12-mar-2018: reporter information was added. This case concerns 36 year old patient. Her demographic was updated. Her historical and concurrent conditions were added. Essure indication was updated. Essure insertion and removal date was added. Treatment and concomitant medications were added. Following events: abnormal bleeding (menorrhagia/vaginal), diarrhea, raynaud¿s, hyperthyroidism, fatigue, hormonal changes, mood swings, memory loss, bladder infections, headaches, nausea, neurological conditions or problems, malnutrition, psychological or psychiatric condition, anxiety, depression, bloating, digestive condition, hypoglycemia, body aches, gastrointestinal condition, pelvic pain and uterine pain. She had recovered form events: pain, bloating and hair loss and recovering form events: migraines, fatigue, nausea, hypoglycemia, raynuad¿s, bladder infections, malnutrition and hyperthyroid. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), menorrhagia ("prolonged menses/abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and autoimmune disorder ("autoimmune disorder") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hernia repair (ventral incisional) in 2010. Concurrent conditions included anemia since (B)(6) 2011, hypothyroidism since 2012, iron deficiency since 2014, kidney stones since 2010, seizure since 2014, vitamin b complex deficiency since 2012, acute pyelonephritis, afferent loop syndrome, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included estradiol, obetrol (adderall), oxcarbazepine (trileptal) and phenazepam. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 1 month 3 days after insertion of essure, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pain ("body aches"), pelvic pain ("pelvic pain") and uterine pain ("uterine pain"). On (B)(6) 2011, the patient experienced dyspepsia ("digestive condition") and gastrointestinal disorder ("gastrointestinal condition"). On (B)(6) 2013, the patient experienced mental disorder ("psychological or psychiatric condition"). On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), hot flush ("hot flasher were so bad"), diarrhoea ("diarrhea"), raynaud's phenomenon ("raynaud¿s"), hyperthyroidism ("hyperthyroidism"), fatigue ("fatigue"), hormone level abnormal ("hormonal changes"), mood swings ("mood swings"), amnesia ("memory loss"), cystitis ("bladder infections"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), malnutrition ("malnutrition"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating") and hypoglycaemia ("hypoglycemia"). The patient was treated with escitalopram oxalate (lexapro), hydrocodone, levothyroxine sodium (synthroid), surgery (total abdominal hysterectomy with bilateral salpingo-oophorectomy), surgery (ablation/total abdominal hysterectomy with bilateral salpingo-oophorectomy) and surgery (ablation/total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, autoimmune disorder, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, migraine, alopecia, vaginal discharge, hot flush, diarrhoea, raynaud's phenomenon, hyperthyroidism, fatigue, hormone level abnormal, mood swings, amnesia, cystitis, headache, nausea, nervous system disorder, malnutrition, mental disorder, anxiety, depression, abdominal distension, dyspepsia, hypoglycaemia, pain, gastrointestinal disorder, pelvic pain and uterine pain had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hot flush, hyperthyroidism, hypoglycaemia, malnutrition, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, nausea, nervous system disorder, pain, pelvic pain, raynaud's phenomenon, uterine pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: sometime in 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. I haven't had a single symptoms that I had prior too. Now just healing from surgery. Went on hormone patch a week after surgery because the hot flasher were so bad, but those are now gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain, nausea, vomiting and menorrhagia." Most recent follow-up information incorporated above includes: on 23-mar-2018: report received from social media : event outcome of gastrointestinal disorder, hypoglycemia, digestive disorder, bloating, depression, anxiety, mental disorder , malnutrition, neurological disorder, nausea, headaches, bladder infection, memory loss, mood swings, hormonal imbalance, fatigue, hyperthyroidism, raynaud¿s, diarrhea, vaginal bleeding updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), menorrhagia ('prolonged menses/abnormal bleeding (menorrhagia)/menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and autoimmune disorder ('autoimmune disorder') in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included iron deficiency since 2014, seizure since 2014, hypothyroidism since 2012, vitamin b complex deficiency since 2012, anemia since september 2011, hernia repair (ventral incisional) since 2010, kidney stones since 2010, acute pyelonephritis, afferent loop syndrome, nabothian cyst and dysfunctional uterine bleeding. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), estradiol, oxcarbazepine (trileptal) and phenazepam. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dyspareunia ("painful intercourse"), 1 month 3 days after insertion of essure. On (B)(6)2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain/dysmenorrhoea"), pain ("body aches"), pelvic pain ("pelvic pain") and uterine pain ("uterine pain"). In(B)(6)2010, the patient experienced urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). On (B)(6)2011, the patient experienced dyspepsia ("digestive condition") and gastrointestinal disorder ("gastrointestinal condition"). On(B)(6)2013, the patient experienced mental disorder ("psychological or psychiatric condition"). On (B)(6)2014, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), hot flush ("hot flasher were so bad"), diarrhoea ("diarrhea"), raynaud's phenomenon ("raynaud¿s"), hyperthyroidism ("hyperthyroidism"), fatigue ("fatigue"), mood swings ("mood swings"), amnesia ("memory loss"), cystitis ("bladder infections"), headache ("headaches"), nausea ("nausea"), nervous system disorder ("neurological conditions or problems"), malnutrition ("malnutrition"), anxiety ("anxiety"), depression ("depression"), abdominal distension ("bloating") and hypoglycaemia ("hypoglycemia") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with escitalopram oxalate (lexapro), hydrocodone, levothyroxine sodium (synthroid) and surgery (ablation/total abdominal hysterectomy with bilateral salpingo-oophorectomy and total abdominal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2015. At the time of the report, the abdominal pain, menorrhagia, vaginal haemorrhage, autoimmune disorder, menstrual disorder, dysmenorrhoea, back pain, dyspareunia, alopecia, vaginal discharge, hot flush, diarrhoea, raynaud's phenomenon, hyperthyroidism, fatigue, hormone level abnormal, mood swings, amnesia, cystitis, headache, nausea, nervous system disorder, malnutrition, mental disorder, anxiety, depression, abdominal distension, dyspepsia, hypoglycaemia, pain, gastrointestinal disorder, pelvic pain and uterine pain had resolved, the migraine had not resolved and the urinary tract infection and vaginal infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, amnesia, anxiety, autoimmune disorder, back pain, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hot flush, hyperthyroidism, hypoglycaemia, malnutrition, menorrhagia, menstrual disorder, mental disorder, migraine, mood swings, nausea, nervous system disorder, pain, pelvic pain, raynaud's phenomenon, urinary tract infection, uterine pain, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: sometime in 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. I haven't had a single symptoms that I had prior too. Now just healing from surgery. Went on hormone patch a week after surgery because the hot flasher were so bad, but those are now gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in(B)(6)2011: results: fallopian tubes were bilaterally occluded. Diagnostic results:(B)(6)2010, hysterosalpingogram.: tubal occlusive devices are in acceptable position and there is complete occlusion of both uterine tubes. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, abdominal pain, nausea, vomiting and menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6)2020: social media content received: event outcome was updated as not recovered/not resolved. Patient's initials updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and hot flush ("hot flasher were so bad"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpinpo-oophorectomy; uterus, cervix, ovaries removal). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia, vaginal discharge and hot flush had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: sometime in 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. I haven't had a single symptoms that I had prior too. Now just healing from surgery. Went on hormone patch a week after surgery because the hot flasher were so bad, but those are now gone. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2011: fallopian tubes were bilaterally occluded. Most recent follow-up information incorporated above includes: on 22-nov-2017: new event ,"hot flasher were so bad" was added. New reporter were added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("abnormal menstrual bleeding"), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse"), migraine ("migraine headaches"), alopecia ("hair loss") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingo-oophorectomy; uterus, cervix, ovaries removal). Essure was removed in (B)(6) 2015. At the time of the report, the abdominal pain, autoimmune disorder, menstrual disorder, dysmenorrhoea, menorrhagia, back pain, dyspareunia, migraine, alopecia and vaginal discharge had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: sometime in 2013, plaintiff sought medical treatment regarding the aforementioned symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: fallopian tubes were bilaterally occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.